Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient reported they saw their healthcare professional (hcp) in office on (B)(6) and surgery was scheduled and complete to change battery and change position. The patient reported the circumstances that led to the power on reset (por) was the patient went to increase setting and meter displayed ¿call your doctor¿. There were no symptoms experienced by the patient related to the por. To resolve the por the patient had surgery to change battery and position of pump on (B)(6) with manufacturer representative (rep) and hcp. The patient noted the por had been resolved.

Event description:
Information was received from a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient saw power on reset (por) on the programmer. There was no recent medical test or emi environmental exposure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.